Manufacturer narrative:
Correction information g6: follow up #1 h2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code) additional information h4: device manufacture date.

Event description:
The user facility reported a complaint to customer service on 01-jul-2021 for a "no video image /error message, scope not connecting" that occurred in the united states involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4). The user responded via email to a customer service good faith effort email request on 01-jul-2021 and the user stated that the failure occurred during pre-inspection check. The customer owned endoscope was received by pentax medical for evaluation on 07-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the user complaint but did document the following inspection findings on 13-jul-2021: air/ water socket o-ring chipped, passed wet leak test, passed dry leak test the device underwent replacements for the following components: electrical connector assy, o-rings and seals, pcb for ccd drive pb-free. Model eg29-i10, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 23-mar-2017. The endoscope was approval by final qc on 20-jul-2021 and was delivered to the customer under delivery order (B)(4).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.